Event description:
Premature wear with persistent synovitis and pain beginning three months post op - synovitis with arthro debridement; two and one half years post implant - revison knee five years with loose tibial base plate plus synovitis.